Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1- initial reporter establishment name: (B)(6).

Event description:
It was reported that the video system center did not display video image, only color bars. The issue occurred when the camera was connected to the device during the sedation for a therapeutic unspecified procedure. The procedure was completed with a backup device. There were no reports of patient harm.